Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was successfully transplanted, though they were suspicious based on right heart failure that the patient was developing pump thrombus with questionable inflow position.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.